Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the sponsor assessed the rupture/bleeding as causal to the procedure, and possibly related to the artisse, antiplatelet regimen, and non-medtronic headway 21 catheter.

Event description:
It was reported that during a neurovascular procedure involving the implant device isf-060-030 artisse, an aneurysm rupture occurred. Bleeding was observed during the procedure and was immediately addressed using an anticoagulant antagonist, balloon, and blood pressure management. There were difficulties with navigation angles, requiring several attempts to secure the microcatheter within the aneurysm. Initially, a rebar 18 was used, then reshaped, and eventually switched to a headway 21. Once the headway was in the aneurysm, the artisse device was navigated to the aneurysm, requiring several maneuvers to fully open the device. Post-operation, the patient experienced a headache two days later. The aneurysm rupture was fully controlled, and most of the bleeding was absorbed by this time. Additional information received reported the device failed to turn into the aneurysm when released at the neck and ruptured the aneurysm. There was inadequate navigability. There was a prologation of existing hospitalization. The event resolved on 2025-feb-27. Baseline aneurysm characteristics: side (hemisphere): midline. Location (vessel): anterior communicating artery (aca). Location of aneurysm in vessel: bifurcation branch. Aneurysm morphology: other, iregular.maximum aneurysm diameter: 5mm. Aneurysm dome height: 5mm. Aneurysm dome width: 4.4mm. Aneurysm neck size: 3.6mm.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the patient had complete recovery. Normal push and pull maneuver was needed to open the artisse. There was no deficiency with the artisse. The cause of the aneurysm rupture was excessive maneuvers. A balloon was used to stop the bleeding. The event was treated with a blood transfusion.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported follow-up imaging on (B)(6) 2025 showed the following: (B)(6) occlusion class 3 and web occlusion score class d. Additionally, at this time corelab assessed the boss aneurysm occlusion scale score 1: residual flow inside the device. No symptoms or actions taken were reported by site in association with the non-occlusion.